Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurements greater than 2,000 ohms. Additionally, there was some oversensing of myopotential noise. There was no noise or impedance changes with isometrics and pocket manipulation when tested in bipolar sensing configuration. The health care professional (hcp) plans to continue monitoring. No adverse patient effects were reported. At this time, this pacemaker and ra lead remain in service.